Event description:
Patients vent alarming while the respiratory therapist (rt) is in the room. Vent alarming "fraction of inspired oxygen (fio2) over set limit". Flashing red lights. Respiratory therapist called another therapist to help with incident. Second rt took patient off vent and bagged with 100 fio2. Other rt turned off vent and waited 2-3 minutes to see if it would reset itself. Once it was turned back on, it resumed alarming and lights flashing. "Device failure 6". Ventilator removed from service and patient placed on a different ventilator without complications.